Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 2003172 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were not returned for this complaint at this time, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were examined and no signs of defect were identified. Based on the investigation results, an exact cause for this reported incident could not be determined.

Event description:
It was reported that syringe s2 20ml leaked. The following information was provided by the initial reporter: "customer reports that during the start of anasthesia, the patient was administered propofol with a 20 ml discardit syringe. The syringe leaked and more than half of the propofol came out. A new syringe had to be taken for proceeding with the anasthesia. This is not the first time this problem has occured with the same batch. Customer has promised to inform how many eaches of product samples can be sent for investigation."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml leaked. The following information was provided by the initial reporter: "customer reports that during the start of anesthesia, the patient was administered propofol with a 20 ml discardit syringe. The syringe leaked and more than half of the propofol came out. A new syringe had to be taken for proceeding with the anesthesia. This is not the first time this problem has occured with the same batch. Customer has promised to inform how many eaches of product samples can be sent for investigation."